Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: h58608. Device history review: device manufacturing records have been reviewed. No deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that upon trying to impact the liner using the liner impactor,the liner fell off from the cup without sitting in a proper position. Then second attempt to impact the liner was made, however the liner fell off from the cup again.